Event description:
According to the operative report this valve was explanted due to pannus. Intraoperatively, there was a fair amount of pannus grown over one of the leaflets, restricting its mobility. The valve was explanted and a 23aj-501, was implanted. The pt was sent to the recovery room in stable condition.